Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio2: 3.1; date: (B)(6) 2012, inratio2: 4.6; date: (B)(6) 2012, inratio2: 3.9, lab: 12.0. Patient's therapeutic range: 2.5-3.5 inr. On (B)(6) 2012, patient was admitted to the hospital based on results. Patient's last dose of coumadin was on (B)(6) 2012 since doctor was trying to bring down inr. Patient's lungs are filled 75% with fluid. Doctor requested patient's wife to test patient until inr is at 2.0 inr so that fluid can be removed.